Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services on (B)(6) 2013 states that this lv lead had high threshold: 3v @ 0.5ms to 2v @ 0.5ms. Device had less than 1 year remaining. The lv threshold was programmed at 6v @2ms. Caller checked other configurations- got threshold of 1.9v @2ms, and also reduced a and v output slightly. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).